Manufacturer narrative:
(B)(4). Unit passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing or in power graph. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly.

Event description:
The customer reported via phone call that their insulin pump had issues with the fitment of the reservoir. The customer¿s blood glucose was 179 mg/dl at the time of incident. Customer stated that the battery would last less than the recommended days. The insulin pump will be returned for analysis.